Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07733. It was reported that the patient presented in clinic after the patient's implantable cardioverter defibrillator and right ventricular lead had eroded out of pocket. It was found that an infection had developed within the implant site with visual puss. The physician performed a capsulectomy and put a jackson-pratt drain in the wound for drainage on (B)(6) 2020. The full system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.